Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient will need a revision due the humeral head dislocating from constrained cup.

Manufacturer narrative:
An event regarding dislocation involving an unknown liner was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated "in this salvage-type surgery, most likely for tumor, absent shoulder musculature makes inherent stability a clinical problem and impingement of the humeral component on the glenoid component a high risk and likely cause of dislocation. Examination of the explanted components could confirm this mechanism and rule out factors of faulty component manufacturing or materials as contributing to this clinical situation." Conclusions: the reported dislocation was confirmed. However, the exact cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient will need a revision due the humeral head dislocating from constrained cup.